Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional perclose proglide is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices via an 8f sheath after a peripheral interventional procedure. Reportedly, after removal of the first proglide device, it was noted that a cuff miss had occurred and the needles appeared to be bent. An attempt was made with a second proglide device; however, the foot was stuck, but when reopening and closing the lever the foot was able to close and the device was removed with no issue. It was noted that a cuff miss had occurred. A non-abbott device was used to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported needle to cuff miss and bent needle were confirmed based on the condition of the returned device. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. The investigation determined the reported difficulties appear to be related to operational context and the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.